Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have blade damage at the base of the blade. Both of the blade edges were indented. The blade indentation did cause the blades not to open or close properly. The cutting edge has corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver would automatically open when rotated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.